Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the patient's electrograms noted the cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing as atrial events were falling into the blanking period. It was also reported that this occasionally resulted in the termination of device classified atrial arrhythmias. The crt-p remains in use. No patient complications have been reported as a result of this event.